Event description:
The customer reported that the input values change on their own without being touched. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The remote service engineer determined this is likely a nav-ring issue and advised to replace the front bezel. The authorized service personnel (asp) replaced the front bezel to address the reported issue. Based on information provided and/or service performed, the customer¿s alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred. Although the navigation ring has not been returned, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes the reported navigation ring failure.